Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown product issue. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. Additional information received indicated that this lv lead was attached/calcified in some way to the rv lead so when explanting the rv lead it also moved back the lv lead during explant. Subsequently the physician opted to explant the lv lead. No additional patient adverse effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown product issue. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.